Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The patient had a very tight and distal aortic bifurcation for 3cm. The case was a planned for aortic tube graft placement. A 24x24x82 was placed first and then another 24x24x82 then a 25x25x70 aortic cuff, all implanted from distal to proximal. The case went flawless; on the final run there was a type IV endoleak at the very proximal end, 2 cm from the top involving only the top stent graft, this area was contained calcification. The decision was made to re-balloon and repeat the angiogram. On the final angiogram, the type IV endoleak was very faint. A follow up angiogram was done last week which; showed a small type 1a leak. A palmaz stent was placed and the leak was fixed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).